Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultrascore 014 device was returned for evaluation. During visual analysis, the strain relief was noted to be separated from the y-body. The patency of the guide-wire lumen was tested using an in-house guidewire and was able to insert and retract without issue. Further, the device was then inserted through an in-house sheath. The device inserted and retracted through the sheath without issue. No other functional testing performed. Therefore, the investigation is unconfirmed for the reported sheath insertion issue as the returned device was able to insert and retract from the sheath without any issue. However, the investigation is confirmed for the identified strain relief dislodgement issue as the strain relief was noted to be disloged from the y-body. A definitive root cause for the alleged sheath insertion issue and identified device dislodged could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via contralateral approach, the pta balloon allegedly did not advance into the sheath. The procedure was completed using another device. There was no reported patient injury.